Manufacturer narrative:
According to the product development event evaluation, the reported part 03.616.042 is a locking holding sleeve for the matrix pedicle screw system. The matrix spine system includes 5 holding sleeves for screw insertion with an appropriate driver. The applicable us matrix technique guides do not include the instrument 03.616.042. The usage steps for this locking holding sleeve significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The reported condition of worn out threads was confirmed on each received part; there is some slightly sign of damage to the inner shaft thread on each instrument; each external thread of the major diameter showed sign of being worn out, first thread started to peel off and burs can be seen. The applicable associated drawings were reviewed. These drawings call out the appropriated dimensions, material, and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of these instruments. The complaint history was reviewed since the launch of these devices. Proper use is critical to the success of these devices. The us matrix techniques guides do not include part numbers 03.616.042. Without instructions for this part number, these instruments are susceptible to failure. The disposition for this complaint from a product development perspective is valid. Proper use is critical to the success of this device.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a manufacturing evaulation was conducted.a sister manufacturer for synthes manufactured the locking holding sleeve - standard for matrix, for synthes part number 03.616.042, and lot number 6778558. The initial thread displays some roughness and other nicks and dings are present on the remaining part threads. The complaint condition (worn threads) is due to an unknown cause. The part initially conformed to all requirements per the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet.

Event description:
It was reported that the threads on the locking holding sleeve appeared to be worn. There was no patient involvement. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A device history record review revealed no complaint related anomalies. Placeholder.